Event description:
Product was new out of the box. Product was used as intended - vaporizing water for health benefits. Product dimmed lights several times then tripped breaker. Returned product. Repeated use, same issue. Numerous reports on online reviews of same issue over several years. Document no: (B)(4). Report no: (B)(4).